Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-173662, head, lot # 079270, item # 21-124310, stem, lot # 872960. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02864, 0001825034-2018-02864.

Event description:
It was reported that a patient underwent a revision surgery approximately 10.5 years post implantation due to patient allegations of pain, metallosis, elevated ion levels, and loss of range of motion. Attempts have been made and no further information has been provided.

Event description:
It was reported that a patient underwent a revision surgery approximately 10.5 years post implantation due to patient allegations of pain, metallosis, elevated ion levels, and loss of range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.